Event description:
Olympus medical systems corp. (Omsc) was informed that during the procedure, the monitor screen suddenly turned pale. Although it was removed once and reconnected to the main unit, the phenomenon did not disappear and it became impossible to continue the operation with the subject scope. There was no report of patient injury associated with the event. The event date was unknown.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. Sorc confirmed that there was no scope leak. Scope video connector internal moisture intrusion could not be confirmed. Significant abnormality could not be confirmed in the scope appearance that might have affected the reported phenomenon. The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated while stress (load) was applied. Omsc presumed that the reported phenomenon occurred when the connection state (including the scope video connector unit, various cables were not inserted to a predetermined position) became insufficient due to dirt, dust, foreign material adhesion, etc. In the scope video connector unit and the system electrical contact part, and temporarily became an electrical contact failure state. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 27-dec-2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the suggested event ¿image defect¿ was not confirmed as a result of the combination investigation of the facility¿s device conducted in shirakawa and the chemical solution and water droplet marks were confirmed, it is likely that the chemical solution and water droplets remained due to insufficient drying of the actual scope, and a temporary abnormality occurred in the communication between the actual scope and the facility¿s device and it is speculated that the suggested event "image defect" may have occurred. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.